Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was submerged in water and pump volume is now too low. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.